Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient was seen with an infection post cataract surgery. The customer reported the patient was treated with antibiotic drops and the patient was doing well with no infection.. The customer indicated they do not know what type of infection the patient had but knows the culture came back negative.

Manufacturer narrative:
The customer did not retain the product lot information for this custom pak, therefore the device history records traceable to the reported procedure pack could not be reviewed. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. An evaluation is conducted to ensure each pak and item in the pak meets customer, process, and regulatory requirements. Several sizes are available to accommodate the best fit for the custom-pak. Once the custom-pak is assembled and sealed, they are all sterilized as a complete unit. The sterilization validation has taken into account the worst case of the pouches to ensure all custom-paks meet all sterilization cycle parameters for acceptability prior to release. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Custom pak and the components inside of the paks are single-use items provided to the customer in a sterile manner. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).